Event description:
It was reported that this implantable pacemaker device battery had "drained" after the solar eclipse. Patient was informed that the device needed to be replaced. This device remains in service. No adverse patient effects were reported.